Event description:
The sales representative reported on behalf of the customer that the 00507116100 oscillator blade, 25.4 x 90 x 1.27 mm (.050") device was being used during a total knee replacement procedure on an unknown date when it was reported ¿one of the end blade teeth came off during total knee replacement surgery.¿. It was also reported ¿broken saw blade tooth removed from patient as confirmed by x-ray.¿ the procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to not use saw blades to pry, remove bone grafts, or as a leverage point. Patient or user injury could occur. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Avoid contact of blades and burs with cutting blocks, retractors or other instrumentation. Damage to blade, bur or instrumentation may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.